Event description:
A problem was reported with regard to the lead - the stylet was stuck during removal. Specifically, the stylet stuck in the lead body and was not easily removed. The physician only implanted one lead when the plan was to implant two. There was no product available for analysis.

Manufacturer narrative:
(B)(4)